Event description:
The customer reported the system's motorization failed to operate properly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The modules were reseated and the sensors were recalibrated. The system was then found to be operating as intended.